Event description:
Ous MDR - it was reported that approx. 76 months after the implantation oversensing episodes were noted. Shock impedance is stable and in range.

Manufacturer narrative:
5/22/18 - we received additional information noise was observed.as of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided data were analyzed showing noise artefacts on the farfield channel, as reported in the complaint text. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the devices become available for analysis, the investigation will be updated.